Event description:
It was reported that insulin gauge on pump displayed amount different than expected and that fill estimate remained static at 105 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this behavior could occur when measured pressures used to calculate remaining insulin varied greatly and was advised that fill estimate would begin to decrease normally once remaining insulin matched static value, and customer understood and acknowledged this explanation.